Manufacturer narrative:
The following devices were also listed in this report: size 6 accolade ii 127 deg; cat# 6721-0635; lot# 52151401, primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# ex4xd1, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# ln33xj, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# 14236w, delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 53533201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient called about pain in his left tha.